Manufacturer narrative:
An event regarding a fractured involving a trident insert trial was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: not performed as patient factors didn't contribute to the event. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the exact cause of the event could not be determined because the device was not returned for investigation. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that 36e neutral trial o ring broke off during trailing. The o ring was pulled out of the patient and did not result in any adverse consequence. As per sales rep: "simple wear and tear on trial insert".

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Hospital discarded device.

Event description:
It was reported that 36e neutral trial o ring broke off during trailing. The o ring was pulled out of the patient and did not result in any adverse consequence.